Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained ventricular oversensing was observed via the review of merlin.net transmissions. Undersensing of bigeminal events due to fluctuating low r wave sensing was also noted. The device was reprogrammed. The patient was asymptomatic and monitoring will continue.